Event description:
A dreamstation expert device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint identified. During evaluation of the device, the service technician observed visible foam particles within the blower assembly and evidence of foam degradation. Additionally, the service technician observed a damaged power connector, dust contamination, and no device error codes. The device was reported to be functional. The damaged power connector, dust contamination, and absence of error codes were not determined to be related to the reportable malfunction. Following completion of the evaluation, the device was scrapped by the service center. This event is being reported in accordance with FDA 21 cfr part 803 as a reportable device malfunction and/or serious injury.